Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
One endeavor resolute rx drug eluting stent was attempted to be used to treat a severely calcified lesion with chronic total occlusion in the distal rca. There were no abnormalities reported in relation to the patients anatomy. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. No patient injury is reported. An image of the device received shows stent deformation.

Manufacturer narrative:
Image review: the lot # on the luer matches what was reported. Deformation is visible to the stent with struts protruding upwards. Additional information: it was reported that the stent was deformed at the back and front end with struts sticking up. If information is provided in the future, a supplemental report will be issued.